Event description:
Spontaneous. Patient reported that after loading the 50ml prepared syringe of hizentra into freedom pump and turning it on, the pump would shoot the syringe out of place. The black tab was pushing dow too fast. Patient ended up manually pushing 100 out of 120ml for 2 hour infusion to match normal infusion time. Pump defective. No missed dose or adverse event reported. Pump available for return. No further information. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; immunodeficiency with increased immunoglobulin [igm]; primary pulmonary hypertension; nonfamilial hypogammaglobulinemia. Reported to (B)(6) by pt/caregiver.